Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell while customer was running and the touch screen became shattered. Customer is unable to access and interact with the pump due to the damage. Customer's blood glucose was 88 mg/dl. Reportedly, customer to manual injections for insulin therapy.